Event description:
This report was received from merz (B)(4). A female patient was injected on (B)(6) 2014 with 0.7 cc radiesse into nasal root and nasal bridge and 0.2 cc into nasal columnar with 27g cannula. The patient experienced vascular compression post radiesse injection. The symptoms were: patient felt pain, mild tears running of the eyes, and noticed nasal discoloration on (B)(6) 2014. The physician prescribed oral antibiotics prophylactically, and steroid on (B)(6) 2014 and performed a decompression on the same day. "Decompression means squeezing out to decrease the local pressure. The injector used 18g needle to punch a hole then squeeze for decompression." The physician believed the decompression may help to improve the local circulation with decreasing "the possibility of further damage or tissue trauma." The injector stated the patient had received hyperbaric oxygen treatment on (B)(6) 2014 and warm pack and message were also continually applied since (B)(6) 2014.

Manufacturer narrative:
The device history record for the injected radiesse lot was not reviewed as the lot number was unknown. On (B)(6) 2014, an update was received from merz (B)(4), the physician reported the patient had fully recovered without any scar.